Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter was testing in memory mode. The complaint was classified based on customer service representative (csr) initial documentation, and further information obtained during a follow up call by csr. The patient reported the alleged meter issue began on (B)(6) 2016, at 8am. The patient reported that he tests his blood glucose twice a day, and his usual/expected results are between "200 and 30 mg/dl". The patient manages his diabetes with insulin (self-adjuster), and reported that in response to not being able to test his blood glucose, he consumed less food/drink. The patient alleged that he attempted to perform a blood glucose test at 8 am but was unable to, due to the meter reverting to memory mode. At around 12.00pm, the patient stated that he developed symptoms of "dizzy, could not hear, ears clogged, became pale, started feeling faint and loss of consciousness", which he associated with high blood glucose. The emergency services were called and the patient was taken to the clinic at 6pm, he reported that a blood glucose reading obtained on the clinic meter was over "500 mg/dl". At around 6 pm the patient alleges he was treated with insulin (lantus toujeo 26 units and 14 units). At the time of troubleshooting, the csr walked through a retest with the patient, and the meter issue was resolved with educating the patient on the correct testing procedure. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being as a reportable event due to the following conclusion; the patient reportedly developed signs/symptoms that he associated with acute metabolic distress from hyperglycemia along with a blood glucose reading of over "500 m/dl" after being unable to obtain a blood glucose reading due to the meter issue.